Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on august 14, 2023. There were no physical samples or photos received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a corrective and preventative action has been opened to address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported that he tested the device by hand to see how easily the tip can come off and it came off but not as easily. There was no patient involvement.